Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving inappropriate shocks. Device interrogation revealed multiple inappropriate shocks due to atrial fibrillation. Programming changes were not made at this time. Physician elected to manage the patient medically. The patient was stable.